Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 167mg/dl at the time of the incident and during the call. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement was going to be sent to the customer. There was no indication whether or not the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement and displacement test. However, insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, keypad overlay texture damage, cracked retainer, serial number label stained and minor scratched lcd window.